Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic via merlin.net transmission alert. Upon interrogation, the pulse generator exhibited capture anomaly. The device was reprogrammed. The patient was fine.